Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint of the power connector on the interface board. Unable to verify the off no power anomaly due to the blank display. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an off no power anomaly. The customer's blood glucose was 189 mg/dl at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.